Manufacturer narrative:
The suspect device was not returned for evaluation. Three unopened devices returned from the account were received and examined visually. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that when the catheter was placed inside of the patient and when the physician was connecting the power injector for a picture, there was a large amount of air in the line. The physician removed the catheter and flushed the catheter and it was leaking at the hub again. No patient injury reported.